Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8, h2, h3, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified due to no findings available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This emdr is related to emdr (B)(4).

Event description:
While under sedation for an unknown therapeutic procedure the cover come off in the patient body and was successfully recovered. The procedure was completed using the same device and there were no reports of patient harm.